Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and falling impedance. It was noted the patient experienced chest pain. The rv lead remains in use. No further patient complications have been reported as a result of this event.